Event description:
A consumer reported that at approx one month following intraocular lens (iol) implant surgery, she experienced double vision for a few hours, and perceives a black line at the corner of her vision. She stated that when she looks up, she sees the line in the lower part of her eye, and when she looks down she sees it in the upper part. She added that she also sees a glare at short distance when she looks into a light. She sought a second opinion from another doctor who informed her that the lens was "implanted fine."

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).